Manufacturer narrative:
An event of tip of the dilator observed to split during insertion of the sheath was reported. One image from field appeared to show damage split at the tip of dilator that was passed through the distal end of sheath. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Abbott is performing further investigation to monitor this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationn.

Event description:
It was reported that on (B)(6) 2024 , a 14f amplatzer torqvue delivery sheath was chosen for the procedure. During insertion of the sheath, the tip of the dilator was observed to split. A replacement 14f amplatzer torqvue delivery sheath was used to complete the procedure. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.